Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened dome switch at the act button on the keypad trace. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 437 mg/dl. Troubleshooting for the button error alarm was performed. Customer advised the act button would respond intermittently. Customer advised when they pressed the esc button it would not take them to the status screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.